Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. When additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that the system shut down on its own. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The cables were reseated to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 4, 2012. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to non-conforming contacts between the power supply and system. However, how the contacts between the power supply and system became non-conforming remains inconclusive. (B)(4).